Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the erbe generator could not coagulate. The intuitive tech support engineer (tse) guided the site with adjusting the power setting, but the issue remained. The tse guided the site with swapping the instrument to another port, with no resolution. The tse guided the site with swapping to a backup instrument, but the issue remained. There were no errors being reported by the erbe. There was no additional information provided regarding what was done to resolve the issue. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The issue could not be confirmed using system logs. Visual inspection did not reveal any issues related to the reported event. Functional testing was performed using system. The integrated electrosurgical unit (iesu) powered on and successfully cauterized across all ports and instrument without issue. Probable root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.